Event description:
Customer removed adapter to work on the camera. The aspen adapter has 3 fixed screws that sits in a grove on the housing of the berchtold camera. The entire camera, including the groove, is black. However when the engineering removed the adapter and the camera, the grove was entirely shaved down to the metal from the adapter continuously being turned by staff members. The engineer is concerned that the black shaving from the coating of the camera is coming loose and could possibly contaminate the field/fall into a pt during a procedure.